Event description:
It was reported that during a ptca procedure, the shaft of the ultra2 monorail cutting balloon catheter broke. The catheter was being advanced through a previously placed stent to access a side branch. While they were taking it "over the arch" it broke in half. They were able to pull out the entire device with no additional intervention. The procedure was completed with another of the same device, the patient status was reported as "okay."